Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received 5 unopened urological catheters. The investigation was unconfirmed because the product meet specifications. Per dimensional inspection, examined found the samples to be 14 french. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was thicker in diameter than usual, as a result the patient had difficulty inserting the catheter. Allegedly the patient was able to insert and use the catheter. Reason for report: investigation results. Report ID number: (B)(6). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042.